Event description:
During an initial implant procedure, there was no pacing output when the lead was connected to the pacemaker. A connection issue was alleged. A new device was selected and implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of no output stimulus from lead after connection to pacemaker due to lead connection problem was not confirmed. Analysis revealed the device was functioning normally, with no stripped setscrews. No connections or connector problems were found. The device was found to have normal a- and v-outputs through leads connected with the setscrews. Lab testing verified that leads could be fully inserted into the connectors and that both a- and v-setscrews could be tightened normally, with the wrench clicking as expected. No device anomalies were found.